Event description:
It was reported that the customer's insulin pump was physically damaged. The lcd screen had cracks. Her blood glucose level was 100 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. No crack noted on display window or on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.